Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks visible on the balloon and in between markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging resulted in the noted stretched and crushed stent struts and ultimately resulted in the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received stating: the stent delivery system was advanced to the lesion and inflated; however, it was then noticed that the stent was missing. The nurse found the missing stent on the floor. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, the stent of a 3.5x23mm xience alpine dislodged from the balloon after the protective sheath was removed. There was no patient involvement. The procedure was successfully completed with a new xience xpediton stent delivery system. There was no clinically significant delay in the procedure. No additional information was provided.